Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure, a dissection occurred with the 0.014'' guidewire on initial entry. The 0.014'' gw was pulled back and re-entered with catheter and wire.

Event description:
During a tcar procedure, a dissection occurred with the 0.014'' guidewire on initial entry. The 0.014'' gw was pulled back and re-entered with catheter and wire.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.